Manufacturer narrative:
8/17/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to close and staples were missing. Also, the approximating lever broke. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.